Event description:
Spontaneous report from the united states. Local reference: # (B)(4). Quality complaint was opened: reference number #(B)(4). Dealer reference number: #(B)(4) from henry schein. This case is linked to the case #(B)(4) (same batch number of the same suspect product, similar reaction, different patient and same reporter). This initial serious case report was received on 09-oct-2023 from dentist by distributor and forwarded to septodont on 11-oct-2023 by email. Follow-up #1 was received on 06-nov-2023 from the dentist via email and the case became serious. Follow-up #2 was received on 10-nov-2023 from quality department by email. All the information was processed together. The report described accidental needle stick, exposure to device contaminated with body fluid, needle cover defect and device connection issue of suspected device henry schein premium needles 27ga short and henry schein premium needles 25ga long in a 39-year-old female patient (employee) with unspecified medical history during a restorative procedure. No further information was available regarding the patient. On (B)(6) 2023, during a restorative procedure, one needle fell straight out of the plastic, right before injecting and the patient (employee) had a needle stick on the middle finger of the right hand. The injury was minor and the patient was okay as of (B)(6) 2023. Medical treatment was provided but did not specify what and it was specified that there was no consequence to the needle stick. They decided that the risk was not worth it anymore as that could have separated in someone's tissue during an injection, or that could have fallen into someone's throat or onto someone's face. They got tired of dealing with this issue. Their staff did note that the caps with clear bodies were the culprits, it was not the one's with the white bodies. Other information of product: henry schein premium needles 27ga short batch number: #f10725aa expiry date: unknown. Henry schein premium needles 25ga long batch number: # f11686aa, expiry date: unknown. Concomitant medication used: articaine (batch unknown). The outcome of this report is recovered/resolved. The company decided to add the meddra accidental occupational exposure to product as llt term. Fup 1: received additional information regarding the patient, event, outcome, etc. Fup 2: received quality investigation from quality department. Manufacturer's preliminary analysis: the report described accidental needle stick, needle cover defect and device connection issue of suspected device henry schein premium needles 27ga short and henry schein premium needles 25ga long. During a restorative procedure, one needle fell straight out of the plastic, right before injecting and the patient had a needle stick. The injury was minor and the patient was ok. Medical treatment was provided but did not specify what and there was no long term consequence. Their staff did note that the caps with clear bodies were the culprits, it was not the one's with the white bodies. Based on available information and pending quality investigations, no root cause can be determined. Based on the preliminary analysis, pending quality investigations, no CAPA is required. For final (reportable incident): description of the manufacturer's evaluation concerning possible root causes/causative factors and conclusion: the defective impacted devices and samples from the same batch weren't returned for investigation. Tests were performed on sofic retention samples. Following the performed investigation, no quality defect has been noticed on the tested samples that could lead to the reported issues. The products design performance remains within specifications. Regarding the defect holding issue between cap and hub, for better use, during removing we recommend user to unscrew without cartridge inside syringe. It appears that it has occurred since the change from the opaque/white needle hubs to the new transparent needle hubs. This change was made in line with the change of the needle assembly glue (from heat cured to uv light cured) and was a process improvement to implement an online canula traction test for 100% of the needles the identified root cause is that the transparent polypropylene retracts more which can sometimes result to a lower holding strength of caps on hubs. Hence the root cause is considered as 'cause traced to component failure'. Misuse is excluded from the root cause. The detected issue of separation between cannula and hub seems to be related to an insufficient treatment of the hub during the manufacturing process, even though the root cause of the issue is not confirmed to date. Investigation is in progress in order to prevent this issue and several solutions are being studied. Rationale for no review required: regarding the claimed two batches, the occurrence is evaluated as low. This is the sixth complaint for the batch f10725aa ((B)(4) units sold) and the first complaint for the batch f11686aa ((B)(4) units sold) for the reported issue insufficient holding between cap and hub. This is the first complaint for the both batches f10725aa and f11686aa for the reported issue insufficient glue point resistance. Based on the performed investigation at this stage we evaluate the residual risk as acceptable. Description of remedial action/corrective action/preventive action/field safety corrective action (fsca): based on the complaints we are willing to make a modification of our process - a change in polypropylene resin - which should address the small change back to the way it was previously. Final comments from the manufacturer: no quality defect (product design performance within specifications). Root cause: change from the opaque/white needle hubs to the new transparent needle hubs to make in line with the change of the needle assembly glue (from heat cured to uv light cured) and was a process improvement to implement an online canula traction test for 100% of the needles. CAPA: change in propylene resin which should address the small change back to the way it was before.

Manufacturer narrative:
Manufacturer's preliminary analysis: the report described accidental needle stick, needle cover defect and device connection issue of suspected device henry schein premium needles 27ga short and henry schein premium needles 25ga long. During a restorative procedure, one needle fell straight out of the plastic, right before injecting and the patient had a needle stick. The injury was minor and the patient was ok. Medical treatment was provided but did not specify what and there was no long term consequence. Their staff did note that the caps with clear bodies were the culprits, it was not the one's with the white bodies. Based on available information and pending quality investigations, no root cause can be determined. Based on the preliminary analysis, pending quality investigations, no CAPA is required. For final (reportable incident): description of the manufacturer's evaluation concerning possible root causes/causative factors and conclusion: the defective impacted devices and samples from the same batch weren't returned for investigation. Tests were performed on sofic retention samples. Following the performed investigation, no quality defect has been noticed on the tested samples that could lead to the reported issues. The products design performance remains within specifications. Regarding the defect holding issue between cap and hub, for better use, during removing we recommend user to unscrew without cartridge inside syringe. It appears that it has occurred since the change from the opaque/white needle hubs to the new transparent needle hubs. This change was made in line with the change of the needle assembly glue (from heat cured to uv light cured) and was a process improvement to implement an online canula traction test for 100% of the needles the identified root cause is that the transparent polypropylene retracts more which can sometimes result to a lower holding strength of caps on hubs. Hence the root cause is considered as 'cause traced to component failure'. Misuse is excluded from the root cause. The detected issue of separation between cannula and hub seems to be related to an insufficient treatment of the hub during the manufacturing process, even though the root cause of the issue is not confirmed to date. Investigation is in progress in order to prevent this issue and several solutions are being studied. Rationale for no review required: regarding the claimed two batches, the occurrence is evaluated as low. This is the sixth complaint for the batch f10725aa ((B)(6) units sold) and the first complaint for the batch f11686aa ((B)(6) units sold) for the reported issue insufficient holding between cap and hub. This is the first complaint for the both batches f10725aa and f11686aa for the reported issue insufficient glue point resistance. Based on the performed investigation at this stage we evaluate the residual risk as acceptable. Description of remedial action/corrective action/preventive action/field safety corrective action (fsca): based on the complaints we are willing to make a modification of our process - a change in polypropylene resin - which should address the small change back to the way it was previously. Final comments from the manufacturer: no quality defect (product design performance within specifications). Root cause: change from the opaque/white needle hubs to the new transparent needle hubs to make in line with the change of the needle assembly glue (from heat cured to uv light cured) and was a process improvement to implement an online canula traction test for 100% of the needles. CAPA: change in propylene resin which should address the small change back to the way it was before.

Event description:
Spontaneous report from the united states. Local reference: #(B)(4). Quality complaint was opened: reference number # (B)(4). Dealer reference number: # (B)(4) from henry schein. This case is linked to the case #us-septodont-2023018089 (same batch number of the same suspect product, similar reaction, different patient and same reporter). This initial serious case report was received on 09-oct-2023 from dentist by distributor and forwarded to septodont on 11-oct-2023 by email. Follow-up #1 was received on 06-nov-2023 from the dentist via email and the case became serious. Follow-up #2 was received on 10-nov-2023 from quality department by email. Follow-up #3 was received on 01-dec-2023 from quality department by email. All the information was processed together. The report described accidental needle stick, exposure to device contaminated with body fluid, needle cover defect and device connection issue of suspected device henry schein premium needles 27ga short and henry schein premium needles 25ga long in a 39-year-old female patient (employee) with unspecified medical history during a restorative procedure. No further information was available regarding the patient. On (B)(6) 2023, during a restorative procedure, one needle fell straight out of the plastic, right before injecting and the patient (employee) had a needle stick on the middle finger of the right hand. The injury was minor and the patient was okay as of (B)(6) 2023. Medical treatment was provided but did not specify what and it was specified that there was no consequence to the needle stick. They decided that the risk was not worth it anymore as that could have separated in someone's tissue during an injection, or that could have fallen into someone's throat or onto someone's face. They got tired of dealing with this issue. Their staff did note that the caps with clear bodies were the culprits, it was not the one's with the white bodies. Other information of product: henry schein premium needles 27ga short batch number: #f10725aa expiry date: unknown. Henry schein premium needles 25ga long batch number: # f11686aa, expiry date: unknown. Concomitant medication used: articaine (batch unknown). The outcome of this report is recovered/resolved. The company decided to add the meddra accidental occupational exposure to product as llt term. Fup 1: received additional information regarding the patient, event, outcome, etc. Fup 2: received quality investigation from quality department. Fup 3: received updated quality investigation from quality department. Manufacturer's preliminary analysis: the report described accidental needle stick, needle cover defect and device connection issue of suspected device henry schein premium needles 27ga short and henry schein premium needles 25ga long. During a restorative procedure, one needle fell straight out of the plastic, right before injecting and the patient had a needle stick. The injury was minor and the patient was ok. Medical treatment was provided but did not specify what and there was no long term consequence. Their staff did note that the caps with clear bodies were the culprits, it was not the one's with the white bodies. Based on available information and pending quality investigations, no root cause can be determined. Based on the preliminary analysis, pending quality investigations, no CAPA is required. For final (reportable incident): description of the manufacturer's evaluation concerning possible root causes/causative factors and conclusion: the defective impacted devices and samples from the same batch weren't returned for investigation. Tests were performed on sofic retention samples. Following the performed investigation, no quality defect has been noticed on the tested samples that could lead to the reported issues. The products design performance remains within specifications. Regarding the defect holding issue between cap and hub, for better use, during removing we recommend user to unscrew without cartridge inside syringe. It appears that it has occurred since the change from the opaque/white needle hubs to the new transparent needle hubs. This change was made in line with the change of the needle assembly glue (from heat cured to uv light cured) and was a process improvement to implement an online canula traction test for 100% of the needles the identified root cause is that the transparent polypropylene retracts more which can sometimes result to a lower holding strength of caps on hubs. Hence the root cause is considered as 'cause traced to component failure'. The detected issue of separation between cannula and hub seems to be related to an insufficient treatment of the hub during the manufacturing process, even though the root cause of the issue is not confirmed to date. In order to optimize the treatment of hubs during the manufacturing process, and consequently the glue point resistance between cannula and hub, we switched from transparent to opalescent needle in july 2023. Therefore, use error/abnormal use is excluded from the root cause. Rationale for no review required: regarding the claimed two batches, the occurrence is evaluated as low. This is the sixth complaint for the batch f10725aa ( (B)(4) units sold) and the first complaint for the batch f11686aa ( (B)(4) units sold) for the reported issue insufficient holding between cap and hub. This is the first complaint for the both batches f10725aa and f11686aa for the reported issue insufficient glue point resistance. Based on the performed investigation at this stage we evaluate the residual risk as acceptable. Risk concerned : sjet4.020 injections risks - inadequate cannula bonding process -> hazardous situation : cannula disassembly -> harm: user pricked. Description of remedial action/corrective action/preventive action/field safety corrective action (fsca): based on the complaints, a modification of the process was done - a change in polypropylene resin. This modification is tracked in our ennov through the corrective actions regarding the switch from transparent to opalescent needle hubs: s-capa2022-0010 (feasibility report) and s-ccr2023-0012 (switch implemented in july 2023). Final comments from the manufacturer: no quality defect (product design performance within specifications). Root cause: change from the opaque/white needle hubs to the new transparent needle hubs to make in line with the change of the needle assembly glue (from heat cured to uv light cured) and was a process improvement to implement an online canula traction test for 100% of the needles. Use error/abnormal use excluded. CAPA: based on the complaints, a modification of the process was done - a change in polypropylene resin. This modification is tracked in our ennov through the corrective actions regarding the switch from transparent to opalescent needle hubs: s-capa2022-0010 (feasibility report) and s-ccr2023-0012 (switch implemented in july 2023).

Manufacturer narrative:
Manufacturer's preliminary analysis: the report described accidental needle stick, needle cover defect and device connection issue of suspected device henry schein premium needles 27ga short and henry schein premium needles 25ga long. During a restorative procedure, one needle fell straight out of the plastic, right before injecting and the patient had a needle stick. The injury was minor and the patient was ok. Medical treatment was provided but did not specify what and there was no long term consequence. Their staff did note that the caps with clear bodies were the culprits, it was not the one's with the white bodies. Based on available information and pending quality investigations, no root cause can be determined. Based on the preliminary analysis, pending quality investigations, no CAPA is required. For final (reportable incident): description of the manufacturer's evaluation concerning possible root causes/causative factors and conclusion: the defective impacted devices and samples from the same batch weren't returned for investigation. Tests were performed on sofic retention samples. Following the performed investigation, no quality defect has been noticed on the tested samples that could lead to the reported issues. The products design performance remains within specifications. Regarding the defect holding issue between cap and hub, for better use, during removing we recommend user to unscrew without cartridge inside syringe. It appears that it has occurred since the change from the opaque/white needle hubs to the new transparent needle hubs. This change was made in line with the change of the needle assembly glue (from heat cured to uv light cured) and was a process improvement to implement an online canula traction test for 100% of the needles the identified root cause is that the transparent polypropylene retracts more which can sometimes result to a lower holding strength of caps on hubs. Hence the root cause is considered as 'cause traced to component failure'. The detected issue of separation between cannula and hub seems to be related to an insufficient treatment of the hub during the manufacturing process, even though the root cause of the issue is not confirmed to date. In order to optimize the treatment of hubs during the manufacturing process, and consequently the glue point resistance between cannula and hub, we switched from transparent to opalescent needle in july 2023. Therefore, use error/abnormal use is excluded from the root cause. Rationale for no review required: regarding the claimed two batches, the occurrence is evaluated as low. This is the sixth complaint for the batch f10725aa ( (B)(4) units sold) and the first complaint for the batch f11686aa ( (B)(4) units sold) for the reported issue insufficient holding between cap and hub. This is the first complaint for the both batches f10725aa and f11686aa for the reported issue insufficient glue point resistance. Based on the performed investigation at this stage we evaluate the residual risk as acceptable. Risk concerned : sjet4.020 injections risks - inadequate cannula bonding process -> hazardous situation : cannula disassembly -> harm: user pricked. Description of remedial action/corrective action/preventive action/field safety corrective action (fsca): based on the complaints, a modification of the process was done - a change in polypropylene resin. This modification is tracked in our ennov through the corrective actions regarding the switch from transparent to opalescent needle hubs: s-capa2022-0010 (feasibility report) and s-ccr2023-0012 (switch implemented in july 2023). Final comments from the manufacturer: no quality defect (product design performance within specifications). Root cause: change from the opaque/white needle hubs to the new transparent needle hubs to make in line with the change of the needle assembly glue (from heat cured to uv light cured) and was a process improvement to implement an online canula traction test for 100% of the needles. Use error/abnormal use excluded. CAPA: based on the complaints, a modification of the process was done - a change in polypropylene resin. This modification is tracked in our ennov through the corrective actions regarding the switch from transparent to opalescent needle hubs: s-capa2022-0010 (feasibility report) and s-ccr2023-0012 (switch implemented in july 2023).

Manufacturer narrative:
Manufacturer's preliminary analysis: the report described accidental needle stick, needle cover defect and device connection issue of suspected device henry schein premium needles 27ga short and henry schein premium needles 25ga long. During a restorative procedure, one needle fell straight out of the plastic, right before injecting and the patient had a needle stick. The injury was minor and the patient was ok. Medical treatment was provided but did not specify what and there was no long term consequence. Their staff did note that the caps with clear bodies were the culprits, it was not the one's with the white bodies. Based on available information and pending quality investigations, no root cause can be determined. Based on the preliminary analysis, pending quality investigations, no CAPA is required.

Event description:
Quality complaint was opened: reference number #(B)(4). Dealer reference number: #(B)(4) from henry schein. This case is linked to the non-serious case #(B)(4) (same batch number of the same suspect product, similar reaction, different patient and same reporter). This initial serious case report was received on 09-oct-2023 from dentist by distributor and forwarded to septodont on 11-oct-2023 by email. Follow-up #1 was received on 06-nov-2023 from the dentist via email and the case became serious. All the information was processed together. The report described accidental needle stick, exposure to device contaminated with body fluid, needle cover defect and device connection issue of suspected device henry schein premium needles 27ga short and henry schein premium needles 25ga long in a 39-year-old female patient (employee) with unspecified medical history during a restorative procedure. No further information was available regarding the patient. On (B)(6) 2023, during a restorative procedure, one needle fell straight out of the plastic, right before injecting and the patient (employee) had a needle stick on the middle finger of the right hand. The injury was minor and the patient was okay as of (B)(6) 2023. Medical treatment was provided but did not specify what and it was specified that there was no consequence to the needle stick. They decided that the risk was not worth it anymore as that could have separated in someone's tissue during an injection, or that could have fallen into someone's throat or onto someone's face. They got tired of dealing with this issue. Their staff did note that the caps with clear bodies were the culprits, it was not the one's with the white bodies. Other information of product: henry schein premium needles 27ga short batch number: #f10725aa expiry date: unknown. Henry schein premium needles 25ga long batch number: # f11686aa, expiry date: unknown. Concomitant medication used: articaine (batch unknown) the outcome of this report is recovered/resolved. Fup 1: received additional information regarding the patient, event, outcome, etc. Manufacturer's preliminary analysis: the report described accidental needle stick, needle cover defect and device connection issue of suspected device henry schein premium needles 27ga short and henry schein premium needles 25ga long. During a restorative procedure, one needle fell straight out of the plastic, right before injecting and the patient had a needle stick. The injury was minor and the patient was ok. Medical treatment was provided but did not specify what and there was no long term consequence. Their staff did note that the caps with clear bodies were the culprits, it was not the one's with the white bodies. Based on available information and pending quality investigations, no root cause can be determined. Based on the preliminary analysis, pending quality investigations, no CAPA is required.